Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the pt's mother/reporter contacted lifescan on behalf of the lay-user/pt alleging that the onetouch ping meter is giving inaccurate high readings. The pt manages his insulin with an insulin pump. On (B) (6) 2010, the reporter noticed that the pt was getting inaccurate high readings. The reporter claimed that the pt was tested on the subject meter and obtained readings of "high (reading above 600 mg/dl), high, and 150 mg/dl." The pt did not receive any insulin at the time of concern. On (B) (6) 2010 at 3:30pm, the pt was treated with an insulin bolus after he received a reading of "600 mg/dl on the subject meter. The reporter further indicated that the pt was tested on the subject meter at "80 mg/dl" on an unspecified date and time when the pt came home from school. The pt did not have any symptoms as a result of the product issue. During troubleshooting, the csr noted that there was no control solution to perform a quality test. Based on statistical methodology for precision testing, the calculated difference of these glucose results "high, high, and 150 mg/dl" exceeds the expected value of <=20% and/or <=20 mg/dl. This complaint is being reported due to the alleged inaccurate issue. However, there is no evidence the pt suffered a serious injury due to the product issue. The pt took insulin per the lfs meter reading and did not develop any severe hypoglycemic or hyperglycemic symptoms as a result of the reported issue. Replacement products were sent to the pt.